Event description:
There was no problem with the si joint implants or the placement of the si joint implants. The patient had bilateral si joint fusion in conjunction with a lumbar fusion in (B)(6) 2021. The patient later developed an infection at the surgery site on the left side. A different surgeon decided to remove and replace all si joint and spinal hardware as a precaution. Antibiotic beads were also placed at the site. There is no indication that the si joint implants were the source of the infection. The si joint implants were replaced with implants of the same type.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the infection is the surgical procedure.